Manufacturer narrative:
11/22/96- supplement report #1 submitted to FDA. Add'l data entered in d9. Device eval indicated and codes entered in h3 and h6.

Event description:
The device was applied during a vats procedure. Reportedly, the instrument cut and did not staple. The surgeon resected tissue and completed the procedure with another device. The hospital has reported that the pt's status is satisfactory.